Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the plunger clamp in position 4 with a stuck ejection pin. Fse also replaced tip clamp in position 3 with bent prong. The instrument was tested without further problem, and was returned to expected operation.